Manufacturer narrative:
Updated date of event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft system. A proximal type I endoleak was identified during the angiography after the gore® tag® conformable thoracic stent graft was implanted. The procedure was completed and the patient was monitored. On an unknown date, at the follow-up, it was reported that the proximal type I endoleak remained. No aneurysm enlargement was reported. On (B)(6) 2020, to treat the proximal type I endoleak, a total debranching bypass from ascending aorta was performed, and additional gore® tag® conformable thoracic stent graft was implanted from zone 0. The endoleak was resolved. The patient tolerated the procedure.